Event description:
It was reported that the surgilav set was not delivered as expected overnight, resulting in an unknown procedure being cancelled. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
System issue, no product evaluation needed.